Event description:
Per the MRI, there is no sign of rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade IV and rupture.

Event description:
Patient reported right side capsular contracture baker grade IV, rupture and ¿feels liquid inside". The device remains implanted.